Event description:
It was reported that: while the device was ventilating a pt, the device posted a device failure message and shut down. The pt was manually ventilated with an alternate device and then transferred to another ventilator. No pt injury reported.